Manufacturer narrative:
Device evaluated by MFR: the investigator observed that the stent was detached from the delivery system of the returned device. The stent was not returned to the complaint investigation site for analysis. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No issues were noted with the tip sections of the device. During the product analysis the investigator inserted a 0.035in guidewire through the device without restriction. The balloon was visually and microscopically examined and no issues were noted with its profile that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that difficulty tracking over the wire was encountered. The target lesion was located in the left iliac artery. A 310.0x40x75cm express® ld iliac / biliary stent was selected to treat the target lesion; however the device was unable to track over an unspecified guide wire. The procedure was completed with the implant of a 10x37 express ld stent. No patient complications were reported and the patient¿s status was fine. However, device analysis revealed stent dislodgement.